Manufacturer narrative:
Clarification to section c. Suspect product: lot number 963/2. Continued h.6. Type of investigation code: b15, b17, b20. Continued h.6. Health effect - impact codes: f2203. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of multiple facial bone fracture, deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported injecting a patient in the perioral area and perioral line with 2 ml of juvéderm® volite¿. Five months later, the patient was injected in the perioral area and perioral line with 1 ml of juvéderm® volite¿. Three months later, the patent experienced non-device related "multiple facial bone fractures¿ and ¿soft tissue contusion.¿ seventeen days later, the patient experienced ¿lips herpes simplex.¿ the patient was hospitalized and a CT scan of the head was performed, results noted as "multiple left orbitomaxillofacial fractures with soft tissue contusion were observed." A week later, an open reduction of zygomatic fracture was performed and open reduction of zygomatic fixation of orbital fractures were performed, both resulting with "having been cured." The "multiple facial bone fractures¿ resolved a month post-onset, and the ¿soft tissue contusion¿ resolved 17 days later. The status of the ¿lips herpes simplex¿ is unknown. This is the same event and the same patient reported under MDR ID# 3005113652-2024-11004 (abbvie complaint #(b(4)). This MDR is being submitted for the second suspect product, juvéderm® volite.

Manufacturer narrative:
Correction to g.3.: initial aware date was sent as 2/jan/2024. However, additional information received on 15/jan/2024 noted the correct aware date is 29/dec/2023.

Event description:
Additional information reported the causality of the events were due to a car accident.